Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, integrity of seal surface test, and clamp function test were performed. Used sample was damaged and unable to obtain accurate measurement of patient connector, however no leakage was detected when connected to titanium connector. Sample was not confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample has been received for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that there was about a 3mm gap between the patient connector of the transfer set and the titanium adapter when the transfer set was changed. There were no issues reported with the titanium adapter and it is still in use with no problems. There was patient involvement, however there was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.